Event description:
It was reported that the patient was not able to adjust the implantable neurostimulator's stimulation, using the programmer, both with and without the antenna attached. The patient experienced no stimulation sensation beginning on (B)(6) 2011, following a colonoscopy in which a cautery tool was used. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available. See manufacturer report #3004209178-2011-08848 for information related to the patient's concomitantly implanted neurostimulator system.

Manufacturer narrative:
(B)(4).